Event description:
A customer reported that there was no phacoemulsification power when the foot pedal was depressed. Handpiece was switched out and the settings were changed to 100% but there was still no phaco power. There was no pt impact reported.

Manufacturer narrative:
The company representative examined the system and footswitch. The company representative examined the system and footswitch. The company representative found that foreign debris was stuck under the pedal, preventing the footswitch from going to position 3. Once the debris was removed, the footswitch was able to go into position 3 and thus exhibit phaco power. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not show any related system messages to no phaco power. This is consistent with finding of debris in the footswitch. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event can be attributed to some debris getting stuck in the pedal of the footswitch, preventing if from going to position 3 for phaco power. (B)(4).